Event description:
It was reported that the flex shaft of 25mm pinn flexible drill bit started to unwind.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the flex shaft of 25mm pinn flexible drill bit started to unwind. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that quickset 1pc flex drill bit 25 was bent from the flexible shaft, additionally presents signs of breakage at the distal portion of the rod, near the tip. The broken fragments were not returned for evaluation. The observed condition of the device was consistent with exposure to unintended forces as extreme eccentric loading resulting in premature bending or failure of the drill bit. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.